Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. A definitive cause for the unspecified device issue could not be determined. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date estimated. Article titled, outcomes of transcatheter aortic valve implantation in patients with and without diabetes mellitus.

Event description:
This study aimed to evaluate the impact of diabetes mellitus (dm) and hemoglobin a1c (hba1c) on outcomes and survival after transcatheter aortic valve implantation (tavi). 552 symptomatic severe aortic stenosis patient underwent tavi, of whom 164 had dm. Access sites were closed using either prostar, proglide, or surgical cutdown. 11 closure device failures were reported. The study determined that the tavi procedure can be performed safely and effectively in patients regardless of their dm status, and dm was not correlated with an elevated mortality risk or complication rates after tavi. Specific patient information is documented as unknown. Details are listed in the attached article, titled "outcomes of transcatheter aortic valve implantation in patients with and without diabetes mellitus.¿ no additional information was provided."outcomes of transcatheter aortic valve implantation in patients with and without diabetes mellitus.¿ no additional information was provided.